Event description:
Soclean 2 breathing issues following use. Used CPAP resmed airsense10 in evening following soclean 2 "cleaning". Coughing and shortness of breath next morning. Tried again one week later and ran CPAP for about eight hours after "cleaning" in attempt to remove pungent ozone odor with no success. I haven't used it since. My father experienced similar issues. I have both soclean 2 units in my possession. I/we were never contacted regarding any recall. They were purchased new, not used. Ref report: mw5165984.